Manufacturer narrative:
Additional information section: b.3, h.6. The surgery to remove fibrosis was performed on february 5, 2026. The recipient was successfully activated and wearing the device. No additional details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.4, d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a foreign body reaction around the incision site. Surgery was done to remove fibrosis created. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.